Manufacturer narrative:
(B)(4). D10: item# unk femoral component; lot# unknown item# unk tibial tray; lot# unknown e1: full establishment name - (B)(6) hospital. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient underwent a revision approximately three (3) weeks ago due to instability where only the articular surface was removed and replaced. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was unable to be confirmed due to limited information provided by reporter. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records could not be performed as part and lot identification were not provided. X-rays were provided and reviewed by a healthcare professional which demonstrated a left knee arthroplasty with narrowing of the medial compartment consistent with asymmetric polyethylene wear. Bone quality was osteopenic. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report at this time.